Manufacturer narrative:
(B)(4). Bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated for heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe clotting occurred on patient sample. Patient refused redraw. The following information was provided by the initial reporter, translated from (B)(6) to english: on (b(6), 2020, due to chronic kidney disease, coronary heart disease, heart failure, and low blood oxygen saturation, the patient used a disposable arterial blood collection device to measure blood. After drawing 1ml of arterial blood, it immediately coagulated, and immediately replaced other equipment. The patient refused second drawing blood.